Event description:
It was reported that the closure top has backed up out post-operatively of the sequoia construct, as seen on x-ray. Add'l info has been requested, any relevant info will be provided upon receipt.